Manufacturer narrative:
Taper ii. (B)(4). Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported one of their pts "woke up one day and felt no restriction." During adjustment, an alleged "leak" was found "in [the] port tubing where tubing transverses the muscle." The device was removed.